Event description:
During priming of the disposable set, at the blood warming connection, some air was 'sucked' in. The customer installed a new tube and proceeded with a normal procedure. At the end of the procedure some blood leaked at the connection port. There was no alarms. The failure occurred during prime and no patient was involved with this failure at that time, therefore no patient information has been provided. This report is being filed for air in the blood warmer line.

Manufacturer narrative:
(B)(4). Investigation: the optia disposable was returned for physical inspection. Evidence of excessive solvent was observed on the male luer of the return line. (B)(4). Such a defective male luer is still able to connect to the female luer on blood warmer tubing, but the point exposed to excess solvent can form a leak pathway. Root cause: the application of excessive solvent on the return luer is the root cause of this incident. Corrective/preventive action: the manufacturing process for solvent bonding of this part has been altered; (B)(4). Trends are regularly monitored to determine appropriate corrective actions by manufacturing or engineering. (B)(4).